Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration unknown; dose 4.999mcg/day) via an implantable infusion pump. The patient was also prescribed patient administered (pa) boluses via the personal therapy manager. The patient was allowed 25mcg boluses 10 times per day and every 1.5 hours. Patient history included spinal pain and ehlers danlos syndrome (1995). The patient developed a cerebrospinal fluid (csf) leak and bleeding in her brain that was affecting other problems in her brain. The patient was hospitalized and was saw inpatient by the healthcare provider (hcp) who stated that the pump needed to be removed. The patient went to the hospital again after that. The patient was having memory problems. The patient knew that on her discharge date (2015-07-07) that there was a csf leak and bleeding in her brain which was a problem from the lack of pressure in the brain and fragility of tissues of the current condition. The patient had vision problems and could not read very well. Due to the patient's conditions, she had "issues" with the implant procedures and healing. The patient believed the current issues had been gradually getting worse since the pump was implanted. Right after the pump was implanted, the patient's family noticed a positive response and then noticed issues with the patient's memory and pain. The patient would speak nonsense and did not remember those days. The patient had a hard time sleeping and had issues with daily activities and other things. The patient stated that the pump worked well until the csf leak and that if there was any way to fix the hold (csf leak) and keep the pump in, the patient would do so. However, the patient's doctor told the patient that the pump needed to be explanted. The patient had been treated with epidermal blood patches and the doctors thought the patient may have had a stroke. The patient went to the doctor on (B)(6) 2015 for consultation regarding the csf leak and repair. Magnetic resonance imaging (MRI) was performed on an unknown date which showed intracranial hypotension. Two epidermal blood patches were performed. It was concluded that the csf leak and brain issues were secondary to the spinal catheter. The pump and catheter were removed on (B)(6) 2015 partly due to spinal headache, and partly due to failure of the pump to control the patient's pain. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.